Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated damage to the locking detail and the dove tail. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A clinical analysis indicated that based on the information provided, the inability to ¿mount¿ the 11mm pe insert was the contributing factor to the 30 minute surgical delay; however, per the product evaluation with dimensional inspection, the root cause of the failure to mount could not be determined. The patient impact was the 30 minute surgical delay which reportedly did not result in any harm or injury to the patient. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a total knee replacement, the insert was not able to effectively mount on baseplate. The surgery delayed 30 min and bleeding increased and blood transfusions were needed.